Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the lead exhibited high thresholds, high impedance, and no stimulation was possible. The lead was removed. Another lead was implanted instead. No patient complications have been reported as a result of this event.